Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the information provided the cause of the reported was determined to be user error with the light source cable.per the instructions for use: "bring the connected digital light source cable into line with the rear panels as shown in the figure".

Event description:
It was reported there was no image on the monitor when using the processor with a 190 series scope. The customer was using the loaner processor for the first time after it had been setup. Upon powering on the processor after connecting the scope, color bars appeared. Per advisement from technical assistance, the customer was able to remove and re-seat the digital light source cable. The customer then reattached the scope into the light source and powered on the processor and was able to get an image to display on the monitor from the scope.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer¿s investigation summary regarding this report. Review of the DHR indicated that there was no abnormality noted during the manufacturing of the device. Detailed information was requested from the customer, but further information could not be obtained. Since the complaint device was not returned to olympus for physical evaluation, the definitive root cause could not been identified. Therefore, probable cause is based on current information available. When the customer reconnected the digital light source cable. There was no problem. It is presumed that the user did not securely connect the digital light source cable.